Manufacturer narrative:
Device (recordings) in-process of evaluation. There was no harm or injury to the pt reported. In an abundance of caution, we are filing this MDR because of the additional risk associated with multiple exposures to general anesthesia.

Event description:
Site reported accuracy problems with the superdimension system. Additional information received on (B)(6) 2012 stated the superdimension case was canceled and pt was under general anesthesia. There was no report of pt injury, death, or other serious adverse event.